Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that display issue occurred. A rotablator rotational atherectomy system was selected for use. During the procedure, it was noted that console was unable to read rotational speed. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Console speed displayed correctly during testing. Unit ran 4 hour burning ok. The console was tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 68 krpm; the maximum turbine rotational speed reached was 207 krpm; when the turbine speed was reduced the console speed behaved in a non-linear fashion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that display issue occurred. A rotablator rotational atherectomy system was selected for use. During the procedure, it was noted that console was unable to read rotational speed. No patient complications were reported and the patient's status is okay.